Event description:
A malfunction was reported on the pump. There was no reported impact to the customer's blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction code did not recur. The customer was advised to call back if the malfunction recurs and acknowledged the instructions.